Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(6) - the dentist reported that, 18 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii.